Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
Hospital staff has informed our distributor that the tip of this product was broken, during the surgery, inside of the knee of the pt. The tip was not recovered.